Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the saw stopped functioning. As a result, an alternate device was employed for the procedure. The user reported that after the saw was changed out, the cable then became hot. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.